Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, the patient's hip dislocated on (B)(6) 2011. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification / expiration date - unknown. Manufacture date - unknown.